Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin squirted out during manual prime. Customer's blood glucose level was 177 mg/dl. The device was not returned.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test duet loose protruded drive support disk. Unable to verify alarmed compromised force sensor system due to motor error alarms also, unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. However, all operating currents are within specification and passed displacement test, rewind, self-test, off no power test and unexpected restart error test. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.